Manufacturer narrative:
Product event summary - the full lead was returned in segments. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the patient went to the clinic due to the device toning. There was a lead integrity alert triggered on the right ventricular lead for high impedance and noise. The lead also had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.